Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x20 mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified left circumflex (lcx). No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found damage to the proximal edge of the stent. On the first proximal row one strut was raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The device was returned with the product mandrel inserted and stent balloon protector attached. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.